Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent surgery an initial trochanteric fixation nail. Intraoperative during the implantation of an unknown helical blade into the patient, the proximal end of both the helical blade inserter and helical blade coupling screw broke off. The broken pieces from both devices broke off at the same time and fell onto the floor. There were no fragments from either device that fell into the patient. The surgeon attached a universal chuck with t-handle to the remaining portion of the coupling screw to finish implanting the helical blade. The entire helical blade was fully implanted into the patient. There was no malfunction with the helical blade or universal chuck with t-handle. There was about a few minutes delay in the surgery. The procedure was completed successfully, with only a few minutes delay in surgery. There was no patient harm. The patient remained in stable condition. Concomitant devices reported: universal chuck with t-handle (part# 393.10, lot# unknown, quantity 1) ; nail head elem- tfn helical blade (part# unknown, lot# unknown, quantity 1) ; impaction inst: hammer/mallet- tr (part# unknown, lot# unknown, quantity 1) ; this report is for one (1) helical blade coupling screw. This is report 2 of 2 for (B)(4).